Event description:
This report is being filed after the subsequent review of the following journal article: leivseth, g., braaten, s., frobin, w., and brinckmann, p. (2006). Mobility of lumbar segments instrumented with a prodisc ii prosthesis ¿ a two year follow-up study. Spine, volume 31, number 15, pp 1726-1733. Germany, norway. This was ¿retrospective¿ review of a study for synthes prodisc ii to document the rotational and translational range of segmental motion of patients instrumented with prodisc ii prostheses in lumbar spine and to compare motion between instrumented and untreated adjacent segments with respect to a normative database; to discuss potential causes of low range of rotational observed after instrumentation with a prodisc ii. The study population included 41 patients (22 females, 19 females) with a median age of 45 years (ranging 31-60 years) with degenerative disc disease or post discectomy syndrome. Fifty-six devices implanted at various levels (l1-2, l2-3, l3-4, l4-5, l5-s1). Complications: (n=1) post-operative range of motion of segments with prodisc and untreated segments at 1 year post op were 6.4 degrees and worsened at 2 years post-op to 5.2 degrees. Posterioanterior displacement of instrumented segments from pre-op to 2 years post-op: worsened at various levels in some patients. This is report 3 of 3 for (B)(4). This report is for an unknown prodisc ii polyethylene inlay with an unknown part number, lot number and quantity.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: leivseth, g., braaten, s., frobin, w., and brinckmann, p. (2006). Mobility of lumbar segments instrumented with a prodisc ii prosthesis ¿ a two year follow-up study. Spine, volume 31, number 15, pp 1726-1733. This report is for an unknown prodisc-l polyethylene inlay with an unknown part, unknown lot and unknown quantity. UDI # unknown part number, UDI is unavailable. (B)(4). (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.